Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the thumb screw at the top of the syringe pump was loose. The fse tightened the syringe barrel. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported cb failing false negative for urobilinogen after they completed maintenance on their ichem velocity urine chemistry analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.